Event description:
End piece of the toothbrush kept coming loose and breaking off in mouth - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the end piece of the oral-b toothbrush head kept coming loose and breaking off in their mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.